Manufacturer narrative:
Results: a sample was not returned for evaluation. (B)(4) retained samples were examined and no evidence of np damage was found. A review of the device history record revealed no irregularities during the manufacture of the reported lot #4346075. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd¿ vacutainer¿ multi-sample needles had a blood leakage in the holder while collecting blood. No injury or medical intervention reported.